Event description:
A report from the USA stated that after an anesthesiologist intubated a pt they noticed the tracheal tube allowed minimal air movement and there was resistance with ventilation. Upon noticing this tube was pulled. The anesthesiologist then proceeded to successfully intubate the pt. With a silicone laser tube. The anetesiologist then tested the laser-flex tracheal tube through a circuit with 30-40 cm of water pressure, at which time, resistance and minimal flow was encountered.

Manufacturer narrative:
There was no additional info provided to the manufacturer. (B)(4).